Event description:
Bed side table was placed across pt so she could eat. Went to get towel. On the way back to room, pt was calling out for help. The bed went up to the high position by itself. Pt's rt knee and rt hand were caught under the table. The knuckle and the knee were red but the skin was not broken and no swelling occurred. Pt is unable to press the button to cause the bed to go up. Plant operations was called about the bed, and pt was moved to the other bed in the room.